Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # se-0910; synthes lot # mse210240; supplier lot # mse210240; release to warehouse date: 24 aug 2022; manufacturing site: millstone medical. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that speed compression implant kit 09x10x10mm. It was confirmed that the 13mm drill guide instead of a 09mm was packaged with the product product se-0910 in a speed compression implant kit 09x10x10mm box. A dimensional inspection for the peed compression implant kit 09x10x10mm was unable to be performed due to basic dimension are irrelevant to reported condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the peed compression implant kit 09x10x10mm. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the peed compression implant kit 09x10x10mm confirmed that the the 13mm drill guide instead of a 09mm was packaged with the product product se-0910 in a peed compression implant kit 09x10x10mm box. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, that the inventory was received. Inspected implant packaging and noticed the drill guide is for a 13mm cci implant and not for the 9mm cci implant that is packaged. There was no surgery at the time of discovery.there was no patient consequence. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: 1) this report is for one (1) speed compression implant kit 09x10x10mm this is report 1 of 1 for complaint (B)(4).